Event description:
On (B)(6)/2009, patient's wife reported patient had an infusion set tubing that broke off or that was separated from the luer lock while in use. She stated it is only "one piece of tubing that has come apart where it clicks into the pump." Patient and his wife state they are not sure why this occurred as it is the first time it has occurred. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.